Event description:
It was reported that the bd phaseal¿ l connector c90j experienced device damage while still considered operable. The following information was provided by the initial reporter, translated from japanese: during administration (the IV bag was inserted by two products; one was l connector and the other was an usual IV set), the anticancer agent (paclitaxel) leaked from the IV bag and the patient got it. The leakage site has not been identified. There is the possibility that the membrane of l connector may have been separated.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
One sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. Assembly of the membrane is performed manually. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A detection system is used to verify the proper welding and location of the membrane. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we cannot identify a direct issue, it was determined this incident is due to the operator not welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A project was initiated to further address this issue and prevent any reoccurrence. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.